Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that they were receiving an error message when trying to communicate with a generator. Troubleshooting did not resolve the issue. The programming wand was returned to the manufacturer and is pending product analysis.